Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 4.00x8mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent dislodge. X-ray was performed to locate the dislodged stent however, the stent could not be located. The physician thought that the stent structure was lost in the catheter or with some device out of the body. The procedure was completed with another stent. No further patient complications were reported and the patient's status was stable.